Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-10406. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) with malfunction code leakage from connection between the tubing connector and the infusion set (cannula part/base piece). The batch 6002999 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the leakage from connection between the tubing connector and the infusion set (cannula part/base piece). Complaint investigation: test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Functional (leak test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6002999 was packaged according to the wi version 94, packaged in the machine multivac 10, on 01/sep/2023 with a total of (B)(4) units. Welding DHR review: the lot 3h03319 was manufactured according to the wi version 32, manufactured in the machine ls24-ls25-ls11, on 30/aug/2023 with a total of (B)(4) units. The lot 3h03921 was manufactured according to the wi version 32, manufactured in the machine ls24-ls25-ls11, on 01/sep/2023 with a total of (B)(4) units. Glue connector DHR review: the lot 3h03296 was manufactured according to the wi version 35, manufactured in the machine gluing 3, on 28/aug/2023 with a total of (B)(4) units. The lot 3h03297 was manufactured according to the wi version 35, manufactured in the machine gluing 3, on 29/aug/2023 with a total of (B)(4) units. The lot 3h03319 was manufactured according to the wi version 32, manufactured in the machine ls24-ls25-ls11, on 30/aug/2023 with a total of (B)(4) units. The lot 3h04831 was manufactured according to the wi version 35, manufactured in the machine gluing 3, on 31/aug/2023 with a total of (B)(4) units. The lot 3h03918 was manufactured according to the wi version 35, manufactured in the machine gluing 3, on 01/sep/2023 with a total of (B)(4) units. The lot 3j00210 was manufactured according to the wi version 35, manufactured in the machine gluing 3, on 01/sep/2023 with a total of (B)(4) units. Trending: a query was run in database on 25/jun/2025 against malfunction code evaluated leakage from connection between the tubing connector and the infusion set (cannula part/base piece) and lot 6002999 and other 1 complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, other 1 complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three infusion sets tubing leakage events on (B)(6) 2025 at coupling housing. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.